Event description:
Mobi-c p&f us : implant position incorrect.according to the reporter:the implant didn't seat properly. Implant removed.a new implant has been placed (same size).no issue reported with the new implant. The surgeon is pleased with the results.no harm to the patient.delay 10 min.additional information received on january 25th 2019 : patient condition is good.depth stop adjustment was set initially at zeroimplant properly loaded on the inserter.space was under distraction.during surgery, the surgeon encountered proper resistance. The reporter said that it is possible that the prothesis have been inserted with an angle/rotation.the reporter noticed a difference between first and second implantation of the device : the surgeon needed to clean out more posterior so the implant would sit more flush. Second time it was flush and in good position.the mobi-c no touch level and mobi-c distraction forceps were not used.additional information received on 04/feb/2019.the product will not return as it was discarded by hospital.

Manufacturer narrative:
This medwatch is submitted to send the final report. The product will not return as it was discarded by hospital. No examination of the product can be performed. The review of the device history records and traceability did not reveal any non-conformances to specifications or deviations in procedures that might have contributed to the reported event. From information provided, based on the product history records, the review of the case and the recurrence of this type of event for this implant, it is assessed that the event could be due to a poor preparation of intersomatic disc space. As mentioned by the reporter : after removal of the first implant the surgeon needed to clean out more posterior so the implant would sit more flush. Second time it was flush and in good position. The surgeon probably did not follow the instructions mentioned in the surgical technique (step 1 and 2). The investigation found no evidence to indicate device issue. Root cause : user error. Device discarded by hospital.

Manufacturer narrative:
This medwatch is submitted to send the initial report. The review of the device history records did not reveal any non-conformances to specifications or deviations in procedures that might have contributed to the reported event. Investigation still on going. Conclusion not yet available.

Event description:
Mobi-c p&f us: implant position incorrect. According to the reporter, the implant didn't seat properly. It was not possible to reassemble to re-insert. A new implant has been placed (same size). No issues reported with the new implant. The surgeon is pleased with the results. More information were requested. Investigation on going.